Event description:
Reportedly, while testing and plugged into ac power, the ht50 shutdown without any alarms in about 7 to 10 minutes of testing. Please note that there was no patient involvement in this case.